Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using sensation plus 50 cc intra aortic balloon (iab) catheter, the catheter was functioning appropriately given the clotted inner lumen. The nurse had changed the ECG leads, however, the patient¿s arterial pressure was reading much higher. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #, exp. Date), g3, g6, h2, h4 (manufacture date), h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: g2. A nurse in the ICU contacted emergency support regarding an unexpectedly high arterial pressure reading. Despite changing ECG leads, the arterial waveform remained abnormal. Review of screenshots confirmed correct catheter placement but showed an abnormal waveform. Initial aspiration of the catheter¿s inner lumen was possible; however, the pressure tubing would not flush due to a clot. The team replaced the pressure tubing, flushed the inner lumen, and re-zeroed the transducer, but the waveform remained inaccurate, and subsequent aspiration attempts failed. It was explained that the inner lumen was clotted and therefore nonfunctional for pressure monitoring. The nurse was instructed to cap and label the inner lumen as ¿do not use¿ and discard associated pressure tubing. Because the iabp pump requires an accurate arterial waveform, the fiber optic waveform could not be used. The physician was advised that the patient would need an alternative arterial pressure source¿such as placement of a radial or brachial arterial line¿or a catheter exchange. No patient harm occurred. Improper line maintenance led to clot formation in the catheter¿s inner lumen, resulting in an inaccurate arterial waveform. This was not a device malfunction; rather, user error related to failure to maintain line patency caused the lumen to clot, preventing accurate pressure measurement. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.